Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular signals on the atrial channel. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported.